Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue?asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? After the 4th if echelon, during which stroke did the event occur? What color cartridge was being used?blue. What other color cartridges were used before and after this event?blue. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?yes. Was there any difficulty removing the device from the tissue?no. Is there any other additional information you would like to share about this device or procedure? The analysis results that one device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
I was reported that during a gastric revision from a band to a lap gastric bypass the surgeon fired the device for the fourth firing through the bougie tube and after the firing the device the fifth cartridge would not install into the cartridge housing of the device. They then used a second like device to complete the procedure. There was no patient consequence reported.